Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that button error anomaly. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that insulin pump rewinds slowly and buttons were need to press twice sometimes. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. Insulin pump received with broken belt clip slot and cracked window display corner, stained end cap sticker noted. Insulin pump monitored for several days. Insulin pump passed idle current, run current, self-test and off no power test. No alarm error during testing. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board.